Event description:
Philips received a complaint by the customer on the v60, indicating that the device is down because its power board is not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The remote service engineer (rse) made multiple attempts to get a hold of the customer to evaluate the device on the reported issue with no response received from the customer. It is unknown what the outcome of the service event was, and no further information could be obtained. The case was cancelled due to no response from the customer. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.